Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specification. No motor error or excessive no delivery alarms noted.

Event description:
The patient called to report a motor error and no delivery alarms. Troubleshooting was performed, and the drive support cap was not damaged. The insulin pump was able to rewind, but failed the displacement test. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.